Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus and the scanner had no lights. The field service engineer (fse) found that the scanner cable was not fully seated in connector. The fse reseated the barcode scanner cable, the row board connectors for 4.1 row boards, and all controller connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred on drawer 5, and the scanner was non-functional with no illumination. The device displayed an error message stating "device not detected on bus," and rss indicated a hardware failure with the message "failure to access/secure hardware" and failure code 'failedtoopen.' As a result, the drawer could not be accessed, and scanning functionality was unavailable, impacting medication access. Troubleshooting was performed, including a reboot; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.